Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) ranged from 200-1200 mg/dl. Customer attempted to address their elevated bg by changing the cartridge. Customer went to the emergency room and was subsequently admitted to the ICU. Customer was treated intravenously with fluids of saline and insulin. Customer was released from the hospital on 7/3 with the issue resolved and no permanent damage.